Event description:
It was reported that a (B)(6) caucasian female patient underwent breast prosthesis implantation surgery with two 350cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed by a medical professional, with possible breast implant rupture or capsular contracture (baker grade unknown). The breast has a dent and was hard on the top part. As a result, the patient has been scheduled for breast implant removal surgery in (B)(6) 2022.

Manufacturer narrative:
Future date of explantation: (B)(6) 2022 since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture or capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 11, 2022, mentor became aware that the correct date of explantation for the left breast implant was (B)(6) 2022. On july 29, 2022, mentor became aware that the patient's revision outcome has improved. The patient's left implant was replaced with an unspecified silicone implant.